Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure the superficial navigation was accurate, however, as the surgeon tracked anything within the nose an inaccuracy was noted of approximately 1cm. The 1cm of inaccuracy occurred when the surgeon started to navigate. Initially touching the tip of the nose, the surgeon was fairly accurate, but then was off approximately 2mm when touching the medial canthus of the eyes. When touching the patient's right middle turbinate, the surgeon deemed being off by approximately 1cm. When touching the patients' left middle turbinate, deemed being off by approximately 2mm. The surgeon immediately re-registered, the second registration passed, and the same inaccuracies were found. In trouble-shooting, it was confirmed there was no metal interference and the tracer pattern appeared to be fine. It was noted that the surgeon collected all points on the bridge of the nose and above the eyebrows. Recommendations were made for the surgeon to trace back to each ear and to the top of the head on some, as well. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Software investigation completed; it is suspected user technique resulted in suboptimal navigation accuracy as the accuracy improved once the model was threshold correctly and re-registered. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.